Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia with a discrepancy between sensor glucose and blood glucose value. The customer reported hypoglycemia of 53 mg/dl was treated with carb intake. The customer reported hyperglycemia was treated with insulin pump. The event involved product(s) 78893-01, mmt-397a, mmt-1884 and mmt-332a. Troubleshooting was not performed. It was unknown whether the customer has been using the insulin pump system within 48 hours of reported event. It was unknown whether the customer has been using the auto mode/smartguard feature at the time of reported event. The discrepancy between the sensor glucose value of 133 mg/dl and blood glucose value of 233 mg/dl were within the target range. No further patient complications were reported. No product return is required for 78893-01, mmt-397a, mmt-1884 and mmt-332a.